Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6) 2016. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. The consumer's medical history included 2 children. It was reported that her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy bleeding, metal taste in mouth, pelvic pain, weight gain, migraine headaches, pain during intercourse, and severe cramping. She never experienced any of these conditions prior procedure. On (B)(6) 2015, a diagnostic testing was done and showed that her essure coils had migrated and were possibly stuck in her bowel cavity. On (B)(6) 2016, hysterectomy was done and essure was removed. Follow-up received on (B)(6) 2016: quality-safety evaluation of ptc. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Five years later, she was submitted to a diagnostic test which revealed coils had migrated and were possible stuck in her bowel cavity. Additionally, she reported heavy bleeding (regarded as genital bleeding). She underwent a hysterectomy and essure was removed. These events are listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (within the fallopian tube or to peritoneal cavity) or occur as a result of a uterine/fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported device migration is not known; given its nature, causality with essure cannot be excluded. The reported bleeding was considered as related to essure, based on event's nature and device safety profile. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil was easily broken'), device dislocation ('coils had migrated and were possible stuck in her bowel cavity') and device expulsion ('essure implant extends into the endometrial cavity fundally') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic discomfort ("discomfort"), dysgeusia ("metal taste in mouth"), pelvic pain ("pelvic pain/severe pain"), migraine ("migraine headaches"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping") and device expulsion (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic discomfort, dysgeusia, pelvic pain, weight increased, migraine, dyspareunia, abdominal pain lower and device expulsion outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dysgeusia, dyspareunia, genital haemorrhage, migraine, pelvic discomfort, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 21-feb-2021: mr received. Reporter's information added. Event: coil was "easily" broken and essure implant extends into the endometrial cavity fundally were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil was easily broken'), device dislocation ('coils had migrated and were possible stuck in her bowel cavity') and device expulsion ('essure implant extends into the endometrial cavity fundally') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic discomfort ("discomfort"), dysgeusia ("metal taste in mouth"), pelvic pain ("pelvic pain/severe pain"), migraine ("migraine headaches"), dyspareunia ("pain during intercourse") and abdominal pain lower ("severe cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and had the essure coils removed.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, pelvic discomfort, dysgeusia, pelvic pain, weight increased, migraine, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dysgeusia, dyspareunia, genital haemorrhage, migraine, pelvic discomfort, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.